Manufacturer narrative:
D3 manufacturer fax was added as it was inadvertently omitted from the initial report. D4 primary UDI number was updated. Failure to advance : the cause of the failure to advance is most likely patient condition due to difficult anatomy per clinical details.

Event description:
The complainant reported a patient needing an impella device for mechanical circulatory support. The patient was presented with a difficult anatomy. The team switched from the right to the left subclavian; however, delivery thru the left subclavian was not possible. After several attempts and consultation of senior interventional cardiologist, a decision was made to terminate the procedure. The patient was stable on veno-arterial extracorporeal membrane oxygenation support.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.